Event description:
Adverse event(s): "overcorrection" (overcorrection). Product problem(s): "none reported" (no information). An ophthalmic technician reports a patient is overcorrected in the right eye following refractive surgery. The surgeon's target for this patient was +.12 sphere and at 6 weeks post-op, this patient's manifest refraction was +.75 -.25 x 100. Both bcva and ucva were 20/20.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).